Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high thresholds, high pacing impedances and noise were noted. After the lead was replaced, while in recovery, the patient experienced vt/vf and was not converted by the device or by external defib. The patient expired. It was noted the patient had various stages of heart failure before the procedure. The ep did not feel that the lead replacement procedure caused the negative patient outcome.